Event description:
It was alleged that during use on a patient, air in line occurred and the pump did not alarm. It was reported that the deivce was programmed with amounts exceeding the volume in the solution container. There was no reported patient consequence or injury.